Event description:
Masimo lncs adtx spo2: adult pulse oximeter adhesive sensor. Lot # 24am1. Upon changing o2 probe for patient, applied new probe to patient's finger, attached correctly to bedside monitor cable, spo2 not reading, and notice on ge bedside monitor "faulty probe".